Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the generator heating up was that patient was using two hearing devices at once and this was not the generator interacting. Patient noted that they went to the va to have their bluetooth checked, and the issue of the generator heating up was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the there was a cord that goes around the neck and it seems like there was interference with the starkey hearing aid-blue tooth, however patient could not clarify further. Patient stated they had noticed about 3-4 times since implant of a sensation that the generator heats up, kind of like how a rash heats up. Patient stated that they are skinny and the corner of the generator protrudes. Patient noted that they have a follow up in about a week and half and will discuss issues with the doctor. No further patient complications were reported / anticipated as a result of this event.